Manufacturer narrative:
Tw (B)(4) updated sections: b4, b5, g3, g6, h2, h6, h11 corrected sections: h6 (type of investigation - 4111 and 4110 to 4112, investigation findings 213 to 4248, investigation conclusions 67 to 19) an electrical engineering investigation was conducted. Failure unconfirmed: hp2 power supply passed all functional testing listed below and the audio tone operated normally: no load voltage output: 5.5 vdc +/- 0.05 vdc pass, low current output: 4.0 amps dc +/- 0.05 amps dc pass, high current output: 6.0 amps dc +/- 0.05 amps dc pass.

Event description:
The hospital reported that upon activation of the cutting jaws, the t.w. Power supply produces a strange, erratic beeping noise, inconsistent with the expected uniform beep. There was an attempted to replicate the sound by cutting wet gauze after the procedure, however, the noise only occurs when the device is used on a patient. The power setting was 3. The harvesting tool overheated. Switched to alternate device to complete the case. The power box was exchanged. The same power cables/ extension cables/power socket were used, just the power box was changed and the problem stopped. Diathermy was also being used which is a separate system using different power outlet on the opposite side of the operating theatre. This is regular practice. There was a procedural delay.

Manufacturer narrative:
Tw (B)(4). Updated sections: a2, a3, a4, b4, b5, b7, d9, g3, g6, h2, h3, h6, h11 the device was returned to the factory for evaluation on 03/05/2026. An investigation was conducted on 03/10/2026. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact power supply. A non-getinge cord was received with the power supply, however it was not used for the test. All test were performed using the original power supply cord. An electrical evaluation was conducted. The device passed the pre-cautery test; it did produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (04) repetitions using "max life test method (B)(4) rev aa. The device passed the transected tissue test. The device was only able to transect four (04) times. There was no strange or erratic noise. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical problem" was not confirmed. The complaint was not confirmed by verifying the power supply "no load voltage" and "low & high current" outputs using the test steps outlined in the equipment calibration procedure for vasoview hemopro power supply, mcv00030545 rev b. The vasoview hemopro power supply operating ranges and tolerances are as follows: no load voltage output: 5.5 vdc +/- 0.05 vdc low current output: 4.0 amps dc +/- 0.05 amps dc high current output: 6.0 amps dc +/- 0.05 amps dc the complaint vasoview hemopro power supply was tested using a fluke multimeter model 8846a (bmram ID# (B)(4). And the complaint lab's hemopro power supply test box, mcv00010390. The test results were as follows: no load voltage output: 5.21 vdc (passed test) low current output: 3.99 amps dc (passed test) high current output: 5.98 amps dc (passed test) the reported device is an OEM device. The certificate of conformance was reviewed for the serial #(B)(6). The vendor certifies that this device serial # conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Event description:
The hospital reported that upon activation of the cutting jaws, the t.w. Power supply produces a strange, erratic beeping noise, inconsistent with the expected uniform beep. There was an attempted to replicate the sound by cutting wet gauze after the procedure, however, the noise only occurs when the device is used on a patient. The power setting was 3. The harvesting tool overheated. Switched to alternate device to complete the case. There was a procedural delay.

Manufacturer narrative:
(B)(4). Event site name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that upon activation of the cutting jaws, the t.w. Power supply produces a strange, erratic beeping noise, inconsistent with the expected uniform beep. There was an attempted to replicate the sound by cutting wet gauze after the procedure, however, the noise only occurs when the device is used on a patient. The power setting was 3. The harvesting tool overheated.